Manufacturer narrative:
The biomedical engineer (bme) reported that the alarm history was missing arrhythmia alarm data on the central nurse's station (cns) after removing the bsm-1700 from the g7 monitor during transport. However, the arrhythmia data did show in the event list on the bsm. The bme wanted to verify the correct transport process, but it appeared that this process was not properly followed by the user. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains limited information, as an attempt to the obtain information was made, but not provided: d10 attempt # 1: 07/25/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitor: input monitor (bsm-1700 series): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the alarm history was missing arrhythmia alarm data on the central nurse's station (cns) after removing the bsm-1700 from the g7 monitor during transport. However, the arrhythmia data did show in the event list on the bsm. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the alarm history was missing arrhythmia alarm data on the central nurse's station (cns) after removing the bsm-1700 from the g7 monitor during transport. However, the arrhythmia data did show in the event list on the bsm. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the alarm history was missing arrhythmia alarm data on the central nurse's station (cns) after removing the bsm-1700 from the g7 monitor during transport. However, the arrhythmia data did show in the event list on the bsm. The bme wanted to verify the correct transport process, but it appeared that this process was not properly followed by the user. No patient harm was reported. Investigation summary: the device logs were sent in and an nkc investigation was performed. From the log information from the cns, it was confirmed that the customer was using the normal transport function, not the wlan transport. In the normal transport function, the "alarm history" and "lung function list" are not transferred to the cns during transport. The description in the handling manual is provided on a separate sheet. The reported event was an expected behavior that the customer needed guidance on to understand. There was no malfunction of the reported device. No alarm history was lost. It was still present in the bsm-1700. The following field contains limited information, as an attempt to the obtain information was made, but not provided: d10 attempt # 1: 07/25/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied but could not provide the requested bsm-1700 series model and serial number information. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitor: input monitor (bsm-1700 series): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na.